Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015 additional information-device evaluation: additional information was received from product analysis which indicated that the display was found to be dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. :

Event description:
The display was found to be dim with discolored text.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2015 with the following findings: investigation revealed a battery compartment crack. The returned battery cap threads were damaged and the cap was unable to secure properly. A test cap was used for investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the a battery compartment crack, damaged battery cap threads, a keypad response issue, and a keypad contamination issue. This report is made based on results of the investigation performed on 08/05/2015.